Event description:
On (B)(6) 2006, this pt underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. It was reported that a type ii endoleak was suspected after the implant procedure due to the aneurysm not decreasing in size. On (B)(6) 2007, a transcatheter embolization of the suspected type ii endoleak was performed. On (B)(6) 2011, a computed tomography (CT) guided embolization of the aneurysm sac was performed. On (B)(6) 2012, a CT showed that the aneurysm had not decreased in size. On (B)(6) 2012, an additional procedure was performed whereby two aortic extender components were implanted for proximal and distal extension. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.